Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the drive support cap appears to be protruded. Customer's blood glucose level was 282 mg/dl at the time of incident. Customer also stated that the there are lumps and the insulin is not going out and they can hear the motor going but it sounded off. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.